Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no material or manufacturing related root cause was determined.

Event description:
Ous MDR - before the orsiro drug-eluting stent system was inserted into the patients body, it was noticed that the stent edge was deformed. Therefore, another device was used for the procedure.